Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had bad image quality. The issue occurred during preparation for use and prior to sedation. There were no reports of patient harm.

Event description:
It was reported that subject device had bad image quality. The issue occurred during preparation for use and prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure 'bad image' was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to bad ccd (charge coupled device). Olympus will continue to monitor field performance for this device.